Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was not able to get the ipg to charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The physician wanted to upgrade the patient's system.

Event description:
A report was received that the patient was not able to get the ipg to charge. The patient will undergo an ipg replacement procedure.